Manufacturer narrative:
H3: analysis of the device found visually the harness was cut and the portion containing the molex connectors were not returned with the device. The product was untestable in this damaged state because resistance specifications are by full length electrode cables. In the returned condition, there was no out of specification condition identified. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device was defective, had bad sensor. Upon follow up it was stated that the current stim return did not show "0", the user reports a lack of a waveform when stimulating with a probe or the lack of an expected response. There was no information reasonably suggests no malfunction occurred. The event was intra op. It is unknown if the device was still used in the procedure and if a back up device was used. There was no patient impact.